Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge in a connection shield was placed upside down. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye the device was found to have the foam welded in the reverse position. Functional testing was performed and passed. The reported condition was verified. The cause was determined to be an assembly error during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.